Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On an unk date, follow-up computed tomography revealed the presence of a distal type I endoleak originating from the (B)(4) contralateral leg component. It is believed that the endoleak was caused by insufficient seal length of the implanted (B)(4) into the common iliac artery. On (B)(6) 2010, this pt underwent a reintervention whereby a gore excluder aaa endoprosthesis contralateral leg component (B)(4) was implanted in the common iliac artery to extend length and treat the distal type I endoleak. The endoleak was resolved.